Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose of the customer was 123 mg/dl. The customer stated that the insulin pump was stopped working. Customer states that insulin flow block was not resolved. The customer also states that self test was passed. The customer reports that the insulin pump had under delivery alarm. Based on customer's report customer alleges the insulin pump was under delivery. The insulin pump and reservoir will not be returned for analysis.